Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert and inappropriate high voltage therapies, the device was found to be in backup vvi. A software download successfully restored normal device function and the device remains implanted. No further issues have been reported and the patient was in good condition following the event.